Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit successfully underwent a continuous burn-in overnight. The problem could not be reproduced as indicated in the original complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06899 and 2134265-2015-06898. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, lcd display and sled was working. It was further checked that the bag was not caught in the sled drive. However auto pullback failed. The procedure was completed with this device. No patient complication.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06899 and 2134265-2015-06898. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, lcd display and sled was working. It was further checked that the bag was not caught in the sled drive. However auto pullback failed. The procedure was completed with this device. No patient complication.